Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6).2022, the patient reported a damage in the infusion set line. Therefore, this issue occurred prior to insertion. Further, the infusion set was replaced and insulin was resumed successfully. According to the complaint investigation, it was found that the tubing was detached from t:lock connector (no glue observed on it). No further information was available.